Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "system fault 36", "system fault 37". And "paddle fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.